Manufacturer narrative:
(B)(4)

Event description:
It was reported "PICC was placed by consultant radiologist in prc radiology department on (B)(6) 2025. Device was being used to administer immunotherapy via electronic infusion device. On (B)(6) 2025 it was noted by ward staff during flushing of line as per daily line check protocol that saline flush was leaking from catheter extension. Catheter was clamped distal to fixation wing but before leak point on the extension. IV team were notified and line was removed from patient." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one image showing the kit sticker label. The customer also returned one single-lumen, pressure-injectable (pi) PICC for analysis. Signs of use in the form of biological material were observed inside the catheter. After failing functional testing, a small hole was observed on the extension line extrusion. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform. The appearance of the hole is consistent with contact with a sharp object (i.e. Needle, scalpel, sutures, etc.). The extension line outer diameter measured 0.095", which is within the specification limits of 0.093"-0.097" per the extension line extrusion product drawing. The extension line inner diameter measured 0.057", which is within the specification limits of 0.055"-0.059" per the extension line extrusion product drawing. A lab inventory syringe filled with water was attached to the extension line and flushed. Water was observed leaking from the hole on the extension line. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through analysis of the returned sample. Visual and functional analysis revealed a leak from a cut on the extension line extrusion. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform. The appearance of the hole is consistent with contact with a sharp object (i.e. Needle, scalpel, sutures, etc.). Despite the damage, the sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "PICC was placed by consultant radiologist in prc radiology department on (B)(6) 2025. Device was being used to administer immunotherapy via electronic infusion device. On (B)(6) 2025 it was noted by ward staff during flushing of line as per daily line check protocol that saline flush was leaking from catheter extension. Catheter was clamped distal to fixation wing but before leak point on the extension. IV team were notified and line was removed from patient." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".